Event description:
Rptr complains of pain in joints, sun exposure causes rashes, swelling of chest, hand and legs, fatigue, chronic pain, anemia, muscle spasms, weight gain, degenerated disc disease, arthritis in hip & spine, calcification of achilles tendon, dizziness, chronic diarrhea, confusion, loss of balance, ms related symptoms. Blurred vision, & permanent disability. Breast implants ruptured. Dr has pictures of the rupture. She had the surgery to remove implant 6/2/95.